Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.the physical manufacturing site is unavailable and will not be populated.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited failure to capture and noise oversensing. The lead was explanted and replaced. There were no consequences to the patient.